Event description:
Reporter worked in a dental office and has noted noxious odor from chemical used in sterilizer. The solution goes into the reservoir that's responsible for sterilizing instruments. Reporter feels that there's a correlation between inhalation of the chemical fumes over time and memory loss. She is also aware that the chemical has carcinogenic capabilities as well. She states that she has reported this to the american dental association & to her local dental society. She states that she recalls 2 incidents of lightheadness and possibly fainting, when she was in contact with the device's solution. She has heard that the chemiclave is being replaced by "a steam sterilizer", which she feels wouldn't have the drawback that accompanies the chemical sterilizer. The steam wouldn't be a fire hazard, require any special storage and wouldn't put out nitrous fumes. She feels that the matter requires FDA's attention - as "the solution" is a dangerous chemical, that if used improperly can harm the pt as well as others present inhaling its fumes. She even feels that testing with the chemical shouldn't be done on human or animals; because of the dangers involved. And she questions the effect of the solution on pt with the re-use of instruments soaked in the solution, as she feels improper sterilization techniques may cause contamination and/or pt infection to the next pt.